Manufacturer narrative:
(B)(4).

Event description:
Additional information: drug delivered via the pump was baclofen 2000 mcg/ml and morphine sulfate 8 mg/ml at 419.9 mcg/day and 1.6798 mg/day, respectively. The dose was decreased 15% to 420 mcg/day secondary to possible explant needed if wound does not heal well. The debridement occurred on (B)(6) 2013. Per reporter on day of debridement, patient was receiving effective therapy. As of (B)(6) 2013, it was stated that patient was in the hospital under treatment for infectious disease. Pump dose adjustments were made twice on (B)(6). Cultures were taken results were unknown at the time. Patient believed he was being treated for pseudomonas. Patient felt very well, although he had noted an increase in abdominal spasms, but only when being turned or otherwise physically agitated. It was later reported on (B)(6) 2013 that patient was at home receiving IV antibiotics for pseudomonas. Patient continues to improve and is getting therapeutic relief from pump.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that aspiration was done. The patient experienced a fever. The patient outcome was reported ¿serious injury/illness ¿ ongoing¿.

Event description:
It was reported that ¿apparently¿ the patient had surgical debridement of his lumbar incision (from a previous system revision surgery, see manufacturer reported 3004209178-2013-07951), the date of the debridement was not provided. ¿it was believed to be secondary to patient¿s colostomy belt irritating the area and likely also due to poor hygiene habits,¿ the exact reason/diagnosis for debridement was not reported. The dose was decreased ¿secondary to possible explant needed if wound does not heal well.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter.

Event description:
It was later reported that the pump and catheter were removed secondary to the ongoing infection.

Manufacturer narrative:
Returned for analysis was the pump and catheter in pieces. Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed sc connector/tear in seal near guide ring. The catheter was noted to be patent.